Event description:
It was reported that patient received inappropriate therapy due to oversensing on the lead and experienced shortness of breath. Loss of capture with a decrease in sensing and impedance were found. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found. Electrical tests passed, exhibiting normal characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.